Event description:
It was reported that when a patient presented for normal device change-out, lead fracture and externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced. The patient was fine post-procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation description: a partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun